Event description:
It was reported that the pcb00 was defective and the rear haptic got stuck in the injector. When forcing the exit, the haptic got rigid. Material has been discarded. Through follow up it was learned that the lens was stuck in cartridge and this happened prior to insertion. No patient involvement reported. No further information is available.

Manufacturer narrative:
Age, weight and ethnicity: information unknown/not provided. Implant date: does not apply - lens was not implanted. Explant date: does not apply - lens was not implanted and therefore not explanted phone number: (B)(6). Other: the intraocular lens (iol) is not returning for evaluation as it has been discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.